Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The trial patient reported on 25-nov-2015 that she started the trial a week ago and yesterday went to switch from the left side lead to the right side. When she switched the leads she suddenly experienced a pretty bad pain in the right flank side, bottom sciatic area, and down where the incisions were. It was described as a shocking sensation. The patient mentioned that the "metal prongs on the leads were scorched; she could physically see they look scorched and black." She believed this was caused from an electrical arch or short and it was causing her great discomfort. The incision site had also been oozing and appeared to be inflamed. The patient contacted the healthcare provider's (hcp) office and was told to turn the therapy off and switch back to the left side. She had good therapeutic success on the left side. Additional information received from the hcp reported that the cause of the issues was unknown. The right lead was removed after two weeks of the trial and the left lead was connected to the permanent implant. The patient's indications for use were unknown. Refer to manufacturing report #3007566237-2015-03878 as the patient had a left and right trial lead and it was not specified if one, or both, were at fault.